Manufacturer narrative:
(B)(4) = malformed clip, clip jammed, ejected clip. The analysis results of the er420 device found that it was received with a malformed clip fed sideways and jammed in the jaws. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining (B)(4) clips were not properly fed into the jaws, causing the clip to be fed sideways and ejected; finally, it locked out as intended. It could not be determined what may have caused the found condition. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips would not advance; they got stuck in the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.